Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 7078961 / 7080907 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 30626346 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).